Event description:
Hile using a byte day aligners, patient reported that their upper aligner cutting their gums. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.